Event description:
The customer reported a leak of unknown volume from the coulter® lh 750 hematology analyzer. The customer stated that the leak was not contained within the instrument but there was no report of injury or direct exposure to the leak. The customer stated that the instrument generated partial clog (pc1 and pc2) error messages for this event. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
(B)(6). A field service engineer (fse) was dispatched to the customer's site. The fse discovered that no differential results (vote outs) were recovered on some patient samples. The fse evaluated the instrument and found puddles of fluid under differential shear valve 85. The fse cleaned the shear valve but the problem persisted. The fse returned to the customer's site on a different day and replaced solenoid 126 to resolve the leak, error messages, and differential vote outs. Failure mode of the leak is attributed to solenoid 126. (B)(4).